Event description:
Rv lead dislodged, was explanted and replaced. Physician tried to reposition the lead but was unable to retract the screw.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.